Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow button was unresponsive and the ok and down arrow buttons were intermittently responsive. The patient claimed these issues were occurring for about a week. The keypad was reportedly intact and the pump was not immersed in water. The patient reportedly wore the pump under garment against the body and cleaned it with a mild solvent and water. It was reported that the pump was kept in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing ,the ok and down arrow keypad buttons were responsive. The up arrow and contrast keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.